Manufacturer narrative:
The shaft was kinked 540mm distal to the strain relief. The balloon was folded and tightly wrapped around the shaft. There were crimp marks visible in the balloon material. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause of this event is user/use error because the device was not used in accordance with the dfu/labeling. The complaint report states that the procedure was performed in 2009. However, the label states that the use by date of this device was january 2009, and is therefore off label use.

Event description:
It was reported that during a percutaneous transluminal angioplasty, the stent dislodged. The patient presented with buttock claudication and proximal thigh pain. Prior CT angiography confirmed the presence of a proximal external iliac stenosis with good collateralization and partial occlusion of the left internal iliac. Right femoral access was obtained and peripheral angiogram was performed to confirm the known stenosis and any further distal lesions. The vessel was measured at 6mm and a 6f introducer sheath was inserted at the femoral puncture site. A guide catheter was advanced across the aortic bifurcation and a hydrophilic guide wire was introduced through the left internal iliac vessel. A dilatation catheter was advanced over the wire to the level of the distal common artery and passed the stenosis with some torque and manipulation of the guide wire. The dilatation catheter was advanced to the common femoral vessel and wire exchange was performed. The 6.0x20mm express vascular ld stent was advanced to the lesion and resistance was encountered. The physician attempted to remove the express vascular stent delivery system and "significant slip of the stent material from the catheter was noted" upon entering the aortic bifurcation. The physician attempted to reintroduce the catheter, using the radiopaque markers as guides, into the stent unsuccessfully with further manipulation displacing the stent further from the radiopaque markers. With approximately 50% of the stent and marker overlapping another attempt was made to retrieve the stent back into the right iliac vessel and introducer sheath with no success and migration of the stent away from the delivery system. The physician decided at this point not to attempt retrieval via the right common femoral puncture and the stent was advanced over the wire to the level of the stenosis and "firmly placed into the stenosis" with minimal freedom of movement in an attempt to ensure stent stability. The stent delivery system was removed and contrast injection showed occlusion at the level of the previous stenosis with good collateralization and filling of the distal common femoral via right pelvic collaterals. The guide wire was successfully withdrawn with no disruption of the undeployed stent's position. The patient experienced no immediate complications with good limb perfusion. Consultation was obtained with a vascular surgeon and the patient was discharged one day post procedure with no further complications or evidence of left limb ischemia. X-ray to confirm stent location was planned for two weeks post procedure. This product is only ous approved, but it is similar to an approved us device.